Manufacturer narrative:
(B)(6). Correction: the correct brand name is attract system; not flange fixture and abutment as previously reported. Correction: the correct catalog # is 93332; not 93335 as previously reported. Correction: the PMA # is k131240; not k955713 as previously reported. Per the clinic, the patient experienced skin breakdown resulting in exposure of the internal magnet. Subsequently on (B)(6) 2015 the patient underwent a surgical procedure to have the internal magnet removed. The implanted device remains. This report is filed february 19, 2016.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the abutment site. The implanted device remains.